Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. The device did not meet acceptance criteria of the evaluation process due to missing/displaced rubber feet. The device sn / mn label was added due to the original had incorrect gtin / revision no patient harm or injury was reported. During the evaluation at the manufacturer service center, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.